Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Manufacturing and inspection records could not reviewed as device batch/lot number is unknown.

Event description:
It was reported during the procedure, the surgeon was inserting the locking screw, and the driver tip broke. The surgeon was able to remove/retrieve the broken piece of the driver tip. There were no adverse consequences to the patient. It was also reported device information for the screw involved in this event is unknown. This report is related to report number 3025141-2022-00255 for the driver involved in this event.